Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. On the same day as the event onset, the patient was switched to hemodialysis. Six days after the event onset, the pd catheter was removed. The patient was discharged from the hospital 12 days after the event onset and has recovered. The reporter declined to provide additional information.